Event description:
This case was initially received via regulatory authority FDA (reference number: mw5070204) on 19-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube disorder ("fallopian tubes damage"), ovarian disorder ("ovaries were damage"), post procedural haemorrhage ("I had lost over 800ml of blood by the time they rushed me into emergency surgery to stop the bleeding.") And the first episode of ovarian cyst ("very large cysts on ovaries") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced fallopian tube disorder (seriousness criteria hospitalization and intervention required) with abdominal pain and ovarian disorder (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysterectomy). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion hospitalization), the first episode of ovarian cyst (seriousness criterion medically significant) and treated with surgery, the second episode of ovarian cyst ("more cysts had formed but they were small"), malaise ("feeling sick all the time/ feeling awful") and feeding disorder ("could not eat"). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube disorder, ovarian disorder, post procedural haemorrhage, the last episode of ovarian cyst, malaise and feeding disorder outcome was unknown. The reporter considered fallopian tube disorder, feeding disorder, malaise, ovarian disorder, post procedural haemorrhage, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2015: fallopian tubes and ovaries were so damage. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.